Event description:
The following was reported to hamilton medical ag: summary: device alarmed with "aerogen nebulizer disconnected" during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective communication board (pn 160184 or 160185). Correction: replace communication board (pn 160184 or 160185).

Event description:
The following was reported to hamilton medical ag: summary: device alarmed with "aerogen nebulizer disconnected" during ventilation.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective communication board (pn 160184 or 160185) correction: replace communication board (pn 160184 or 160185) hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.